Manufacturer narrative:
This report is filed on 24 jan 2014.

Event description:
Per the clinic, the patient experienced a decline in performance and poor sound quality. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery. The device is not available for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.